Event description:
According to the available information the static anchor was implanted successfully. Implanted dynamic anchor and as doctor pulled for tensioning, the suture pulled away from the mesh on dynamic side. Doctor cut out part of the mesh then implanted another altis sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the static anchor was implanted successfully. Implanted dynamic anchor and as doctor pulled for tensioning, the suture pulled away from the mesh on dynamic side. Doctor cut out part of the mesh then implanted another altis sling.

Manufacturer narrative:
A partial altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed straight edges in a ¿v¿ formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation for removal. Examination of the detached dynamic suture revealed that the dynamic anchor and tensioner were detached from the suture and were not returned with the device. Further examination of the suture confirmed the welded area of the suture had delaminated / detached completely from the mesh itself. Blood residue was noted on the mesh. The information received indicated that the dynamic anchor was implanted and during tensioning, the suture on the dynamic side detached from the mesh, which required the physician to cut the sling in order to remove it. Based on the information received and review of the returned components, quality confirmed that the dynamic suture detached from the mesh. Review of the detached dynamic suture revealed the entirety of the suture including the welded area had detached fully from the mesh, with no suture still attached to the mesh. The full delamination of the suture from the mesh indicates that excess stress was exerted to result in the observed separation. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.